Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes on an unk date during 2005. Three days later during infusion, leaking occurred where the catheter meets the suture wing at the bottom part of the suture wing. The PICC line was replaced.